Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the catheter bent after entering the blood vessel. The catheter was replaced, but after replacing with the new catheter the lead could not reach the left bundle branch target site smoothly and the pacing threshold was high. A different type of catheter was then attempted, but the catheter slipped on the ventricular wall position and the lead could not be placed securely. The his lead and catheters were not used. Due to the patient not tolerating the long operation time, the physician chose to use a different type of lead. The replacement lead was implanted with a new catheter with no issue. No patient complications have been reported as a result of this event.